Event description:
It was reported that the sys 9600 had an iris pot error displayed and was not operational. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The collimator was replaced and beam alignment was performed. The system was tested and found to be working as intended and placed back into service.